Event description:
Additional information received states the surgeon believes that reported event was caused by the cartridge.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The cartridge was not returned for an evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated lens and viscoelastic are qualified for use with the cartridge. The associated handpiece is not qualified for use when used with this cartridge, lens, and viscoelastic combination. The root cause for the reported event may be related to a failure to follow the directions for use (dfu). A handpiece was indicated that was not qualified for use with the cartridge, lens, and viscoelastic combination. The use of non-qualified combinations may result in delivery issues and/or damage. Information in the file indicated that a scratch on the optic was found after implantation of the iol into the patient's eye. The associated lens was not available for return as it still remains implanted in the patient's eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was noted to have a scratch on the optic. The iol was left in the eye and the procedure was completed. No reported patient harm. Additional information has been requested.